Event description:
Per the info provided to the co by the physician's office, the device was removed because the implant had "extruded." As reported to the co, the reservoir was left in place, while the rest of the device was removed and replaced.